Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold and wear abrasion. Leak test and microscopic analysis was performed which identified: a crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.